Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site exposing the receiver/stimulator. The patient was treated with intravenous rocephin (date not reported); however the issue could not be resolved. The patient underwent revision surgery on (B)(6) 2013 to reposition the receiver/stimulator. The implanted device remains.